Event description:
It was reported that an ilet pump experienced an audio malfunction in which the device produced no sound at any volume setting. A replacement ilet was shipped and the original was scheduled for return. Symptoms included hypoglycemia with a lowest blood glucose of 50 mg/dl and lack of auditory low-glucose alerts. Outcomes included self-treatment with oral glucose and juice without need for professional medical intervention and without immediate health effects. Investigation included technical troubleshooting with receipt and inspection of the returned device. Investigation of the device revealed an alarm/audio failure attributed to the audio subsystem, specifically a faulty piezo speaker.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of audio malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.